Event description:
(B)(4). I've had really bad weight gain hair loss fatigue. Cramping pelvic pain. The cramps are so bad at times I can't stand up I'm bent over in bed crying. I now have periods that last 7-9 days when my period would last 2-4 days.